Event description:
On (B)(6) 2012, it was reported that the patient experienced low blood glucose (bg) levels around 1:30pm at school for about one month. The lowest reported bg was 44mg/dl one week ago with crankiness and tiredness. The reporter said that the school nurse successfully treated the low bg with oral carbohydrates with no medical intervention required. The patient's bg was said to have resolved to target within 30 minutes. The reporter said that she began communication with the nurse last week, finds out what the patient's bg is at lunchtime, and compares a manual bolus calculation with the pump bolus calculation. The reporter claimed that the pump recommends 1 or more units more than the manual calculation. She claimed that an inaccurate bolus recommendation was the cause of the hypoglycemia. The reporter was unable to confirm that the pump settings were correct or that they matched the settings used for the manual calculation. She then claimed that the low bg may have been related to the use of the meter remote. Customer technical support explained that if the devices were not properly paired, the meter remote might contain settings that had not been updated from the pump. Again, the reporter was unable to confirm if the devices were properly paired. The reporter called back several days later to report an unrelated problem as the patient continued to use the pump and there was no further report of bg excursions. This complaint is being reported because of the allegation that an inaccurate bolus calculation and/or a meter remote issue caused the patient's hypoglycemia.

Manufacturer narrative:
There is the possibility that use error contributed to the adverse event. The user may have been using the meter remote to calculate bolus dosages without correctly pairing the devices. The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/07/2014 with the following findings: during investigation, the pump history was reviewed and showed no data from time of reported issue due to continued use. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump settings showed insulin: carbs (I:c) ratio was set to 1u:15g. Insulin sensitivity factor (isf) was set to 1u: 140mg/dl. An ezcarb bolus for 37g with bg of 237mg/dl was performed. The pump accurately calculated 2.46u carb and 0.62u bg for a total 3.10 unit bolus. An ezcarb bolus for 150g at target bg was performed; the pump accurately calculated a 10unit bolus. An ezbg bolus for 140mg/dl above target bg was performed and the pump accurately calculated a 1unit bolus. The history settings issue was duplicated during investigation.

Manufacturer narrative:
The history/settings issue was not duplicated during investigation.